Manufacturer narrative:
(B)(4). (B)(6). Per the gore® excluder® aaa endoprosthesis instructions for use, do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was being treated with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the rlt311413/ 15519195 device was advanced and deployed inside the patient. When the physician attempted to retract the delivery catheter, it became stuck on the lunderquist® guide wire and could not be removed without also removing the guidewire. The physician removed both together. The surgical tech attempted to remove the guidewire from the device once outside of the patient and bent the guidewire and also frayed it. The bend and fray were not on the guidewire during the implant procedure, the device is being returned to gore histology for evaluation. The procedure had good outcome and no further sequela. The patient tolerated the procedure.